Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not locking in place. The customer¿s blood glucose level was 88 mg/dl. The customer reported that the top of the reservoir compartment was all chipped and cracked and it appears like there was something under the crystal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.